Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported experiencing a "brain seizure" while in the recovery area after their initial implantation. The patient reported experiencing this two more times when they got home from the hospital. The patient also reported experienced balance issues a couple of months after surgery. The patient stated they began to stumble and had a hard time keeping balance, and now are using a walker. The patient reported that he was asked to walk down the hospital hallway after surgery and everything seemed fine. The patient reported that their next appointment with their new healthcare provider is in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.